Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The downward angulation was out of the standard due to the wear of the angle wire. Abnormal noise was generated due to the deformation of the endoscope connector. Olympus medical systems corp. (Omsc) confirmed that the insertion tube was scratched from the photos provided by (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus (B)(4), but could not identify any defects that could affect the occurrence of the reported event. The similar event has occurred in the past at the user facility. The user can properly detect the reported event, because the instruction manual states to inspect the external surface of the entire insertion tube including the bending section and the distal end. In addition, the instruction manual warns against applying external stress to the insertion tube, allowing the user to reduce / prevent the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by physical stress, etc. According to the evaluation result of the device, scratches on the insertion tube, peeling of the coating, and scratches on the universal cord were confirmed as traces of physical stress. The instruction manual contains precautions regarding physical stress. In the past similar cases, it was surmised that the cause was physical stress, etc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.